Manufacturer narrative:
(B)(4). Patient and surgeon information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the case, upon activation on the plasmablade device, the surgeon's hand was shocked. The surgeon also reported a spark from the device. No interventions were needed and there was no harm to the patient.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, upon activation on the plasmablade device, the surgeons hand was shocked. The surgeon also reported a spark from the device. No interventions were needed and there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.